Event description:
End user is reporting that in august the r footrest on the chair was loose and swinging, he reports that the dealer came out and made adjustments and corrected the problem. He is now reporting that the l side is doing the same thing, and the dealer is telling him that the caregivers must be being to rough on the chair and they are refusing to come out and assist. Advised enduser that he can contact another dealer, gave alternative numbers to dealer's that are local.